Event description:
False negative result was obtained using a one step+ hcg urine strip test. The pregnancy was confirmed by blood test. However, no numbers were obtained and it is not clear if hch level was above 25 miu/ml- the sensitivity of the test. It was also noted that urine specimen was not the first morning sample.

Manufacturer narrative:
Retain sample testing pending.